Event description:
The sleeve of the eclipse did not recover on the non-patient needle end causing blood leakage into the holder. Blood spilled onto the examing table and when the nurse was cleaning up the spill, the nurse got blood on hands, no gloves were worn. Unknown if blood entered through cuts and or abrasions. Universal precaution was not followed.